Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -2.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 as a replacement lens. The patient experienced "minor volcano effect" and noted "but the chamber is deep". Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -2.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 as a replacement lens. The patient experienced "minor volcano effect" and noted "but the chamber is deep". Lens remains implanted.